Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825 h3: a medtronic representative (rep) went to the site to test the equipment. The rep replaced electromagnetic localization system and the system functioned normally. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned electromagnetic localization system and no faults or failures were found. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a functional endoscopic sinus surgery (fess). It was reported that during the procedure, the trackers were not recognized in one of the ports on the instrument interface box. The site swapped to a new port and the issue resolved. There was no surgical delay and no impact on the patient outcome.